Event description:
It was reported by the aci vascular closure specialist that a female patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the right common femoral artery via a 6f sheath (unknown model). Peri-procedure, the patient was anticoagulated with 15,000 units of heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed per the IFU and hemostasis was achieved. Five minutes later, during the patient's transportation from ccl to recovery, a 3x3cm hematoma was noted. Manual pressure was immediately applied at the access site and a femostop was placed for 2 hours in recovery. The patient was transferred to the post care floor and discharged the next day ((B)(6) 2012). No further complications were noted. The patient's hospitalization was not mynx related.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.